Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device's active blade broke off outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/10/2009: information anticipated, but unavailable at this time.